Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: problem encountered: the scissors do not cut enough the device is available at the pharmacy for expertise. Additional information received by email from applied medical representative on 26jan22: intervention name: laparoscopic cholecystectomy patient's condition: nothing to report, a second scissor was quickly used. The device did not work properly when first used. It is not known if the scissors were used to cut sutures, threads or very thick tissue. Patient status: not indicated. Type of intervention: a second scissor was quickly used.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: problem encountered: the scissors do not cut enough the device is available at the pharmacy for expertise. Additional information received by email from applied medical representative on 26jan2022: intervention name: laparoscopic cholecystectomy. Patient's condition: nothing to report, a second scissor was quickly used. The device did not work properly when first used. It is not known if the scissors were used to cut sutures, threads or very thick tissue. Patient status: not indicated. Type of intervention: a second scissor was quickly used.